Event description:
It was reported that the procedure was cancelled/aborted. A jetstream console was selected for use in a procedure. During the procedure, it was reported that this console displayed the bubble error despite trying several catheters. The procedure was cancelled due to this event. No patient complications were reported. It was further reported that the patient was sedated when the procedure was cancelled. Since atherectomy could not be performed with jetstream, balloon angioplasty was performed. Atherectomy will be rescheduled for a later date.

Event description:
It was reported that the procedure was cancelled/aborted. A jetstream console was selected for use in a procedure. During the procedure, it was reported that this console displayed the bubble error despite trying several catheters. The procedure was cancelled due to this event. No patient complications were reported.